Manufacturer narrative:
Section d4: lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a pin was missing from the mobile power unit.

Manufacturer narrative:
Corrected data: section d5: operator of device corrected. Manufacturer¿s investigation conclusion: the reported event of a missing pin in the mobile power unit (mpu) patient cable was confirmed. During the evaluation of the returned mpu, serial (B)(6), it was noted that the unit had a missing p2 connector pin in the black connector. The patient cable was replaced. The system powered up as intended and passed all tests. The unit was sent back to the customer site and is ready for use. A root cause for the reported event was not conclusively determined through this analysis. Additionally, the mobile power unit, serial (B)(6), was found to have incidental findings of the rubber encasing coming loose and a missing red battery strap. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 patient handbook (rev. A) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. A) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. A) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors. Gently bring the connectors together, turning them slightly to make the connection, if needed. Never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.